Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc) and no abnormality was found during the inspection by olympus korea co., ltd.. Therefore, omsc concluded that the reported event may have been caused by the influence other than the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device, but couldn t duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the pressure became unstable when injecting co2 gas and a pressure sensor error (e03) occurred. There was no report of patient injury associated with the event.